Event description:
A malfunction was reported by the caller on the pump, identified with the malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. The customer, who had experienced this malfunction multiple times, was instructed by tandem technical support to use multiple daily injections (mdi) as a backup therapy. A replacement pump with updated software was sent to the customer, and they were advised to return the defective pump within 10 days to avoid charges. The customer acknowledged understanding all instructions regarding the setup of the replacement pump and the return process.